Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested 04/21/2011 and 05/05/2011 by fax, mail and phone. Add'l info was received 05/05/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged for the same model, different power lens. In a f/u, the surgeon's rep stated that the pt's operative report indicated the iol was exchanged "due to a mechanical malfunction". Add'l info has been requested.